Event description:
It was reported that during a procedure using an ultrasonic scalpel, "a portion of the titanium blade became bent during use, and when noticed it was removed from the patient and the piece fell off as soon as it was removed." The piece did not fall into the patient and there was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed that the teflon pad/arm was completely detached from the shaft. The device had biological material on the distal tip and an indentation in the teflon pad. The observed pad indention is typically caused by closing the jaw without tissue between the activated blade and pad, which suggests the jaw was initially intact during clinical use. Based on the observed condition of the device, it seems the most likely cause for detachment of the jaw was an impact with a solid surface or object (possibly a trocar during insertion of the device into the surgical site or some other surface/object during use). Stryker sustainability solutions' instructions for use state: ¿take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.¿ ¿introducing or withdrawing the instrument with the jaws open through a trocar sleeve may damage the instrument.¿ a review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00162 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.